Event description:
The physician reported the neurovascular stent system was utilized on a pt that had undergone an (icad) procedure in 2006. During the course of the procedure, everything went fine, and the pt seemed to tolerate the procedure well. However, three days after the procedure, the pt had a stroke. The pt subsequently expired seven days following the procedure. The physician did not provide any additional info regarding the alleged event.

Manufacturer narrative:
The device is question will not be returned to boston scientific as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The root cause of the event remains unk. Boston scientific will conduct a review of the device history record (DHR) and a supplemental report will follow.